Manufacturer narrative:
The cause for the discordant advia centaur (B)(6) result is unknown. The advia centaur (B)(6) confirmatory test results indicated that the sample should be re-diluted and tested. The additional dilution was not performed. Siemens requested the sample for testing but there is no sample available to be sent in for testing. The customer reported that quality control results were in range. No further evaluation of the device is required. Siemens reviewed the results of the panel of the (B)(6) reference markers and compared them to the classification by reference markers table provided in the instructions for use . The pattern of results would indicate that the sample results would be considered uninterpretable. The limitations section of the instructions for use states: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The interpretation of results section states: "if the sample is greater than 50, the specimen is positive for hbsag by the advia centaur hbsag assay. Note: when the advia centaur hbsag assay is used as a stand-alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), all results .1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result." (B)(4).

Event description:
Customer observed a reproducible (B)(6) advia centaur (B)(6) result which did not match an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur (B)(6) results.